Event description:
On (B)(6) 2010, pt reported seeing air bubbles in her infusion tubing. Pt is new to pump therapy. Had pt place the infusion device in stop mode and disconnect the infusion tubing from the infusion site. Had pt prime until air bubbles were no longer visible in the tubing. Pt stated she noticed new air bubbles formed at the luer lock. Had pt secure the connection to the infusion device. Attempted to have pt prime until the air bubbles were no longer visible and connect to the infusion site; pt noticed more air bubbles formed in the infusion tubing. Had pt remove the insulin cartridge from the insulin device, change the infusion tubing and place the cartridge back into the infusion device. Had pt prime the infusion tubing, connect to her infusion site and place the infusion device in run mode. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.